Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that it seemed like the patient¿s battery life was getting smaller. She had noticed this starting about 4 months prior to the report, confirmed as 2018. When she first got the implant, she was told that she wouldn¿t have to charge it for like every 2 to 3 weeks. She is having to charge her implant almost every other day and is wondering why this is the case. She normally used to charge every week or 10 days. The patient has not recently bee preprogrammed or switched to a new group; however, she has needed to increase parameters. The patient has changed the intensity a little more but has remained on the same program. She keeps her implant on all of the time. The patient also confirmed that she tries to charge to 100% full with time permitting. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they have found a new managing physician for the spinal cord stimulation device and has notified them about the increased frequency that they started experiencing regarding recharging. The patient reported that they have scheduled appointment on 2018(b)(2).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were charging too often. The patient reported that they met with the manufacturer representative and the stimulator was adjusted because the battery was depleting quickly and had to be charged too often. During a visit with the healthcare professional, it was reported that the manufacturer representative discovered that the patient had duplicate programs on the group which was causing the ins to deplete faster. The patient reported that their group was changed to group d instead of group b. The patient reported that the issue about too frequent charging and battery depletion was resolved after the reprogramming.